Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of noise. Noise was able to be reproduced through isometric testing and having the patient press their hands together. The ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).